Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 12/04/2009 that a customer had an issue with a ted compression stocking. The customer reports after wearing the stockings for one week (and washing them once) she began to get pinpoint spots on her legs, which progressed to welts, which then developed into a rash. Her doctor prescribed triamcinolone and benadryl for an allergic reaction.